Manufacturer narrative:
Establishment name (e1): (B)(6) hospital (documented here in its entirety due to character limitations in respective field). The suspect device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
An olympus representative reported on behalf of the customer that the patient felt numbness during an endoscopic papillotomy. The single use 3-lumen sphincterotome v was being used with a third-party electrosurgical unit at that time. Additional information further clarified that the patient received an electric shock when the incision button of the generator was pushed. The incision button was pushed again, and the patient received another electric shock. The power of the x-ray device was then turned off. The sphincterotome was not energized and the tissue was not cut. The device was removed, the tube was inserted, and the case was completed. The patient felt "a little shaky" after the procedure. No health damage was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported events could not be determined. However, it is likely that the patient felt numbness due to an electrical stimulation of nerves and muscles during energization. A factor causing the electrical stimulation of nerves and muscles may be the following: 1. While outputting high frequency, a spark discharge accidentally occurred on the cutting wire. 2. The settings of the high frequency output and coagulation depth were high. Furthermore, a likely factor causing tears of the coated portion of the cutting wire might be the following: the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire was likely rubbed due to contacting a metal area of the endoscope. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material.¿ ¿do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result.¿ ¿be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur.¿ ¿electrical stimulation of nerves and muscles nerves and muscles can be stimulated by low frequency electrical currents or intense high frequency electrical currents. Low frequency electrical currents may be generated by a partial rectification of intense high frequency electrical current, when there is a spark discharge to the tissue or to another metallic object. Intense high frequency electrical currents can occur at the beginning of an electrosurgical cut or when using high output power settings. This may cause violent spasms or muscle contractions. Use the lowest appropriate power level and effect (e.g. Effect 1 instead of effect 3). However, for certain modes a low output power setting may present an unacceptable risk for the patient. For example, with the pulsecut fast mode or pulsecut slow mode, the risk of an excessive thermal effect rises if the output power setting is too low.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the initial device evaluation result. Please see updates to d9, h3, h4, h6, and h10. The suspect device was returned to olympus for evaluation, which revealed that the coated portion was torn, and the cutting wire was exposed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.